Event description:
I had a stryker hip replacement done in 2007. Have had nothing but pain since. Now told the femoral bone is showing signs of wear and a revision surgery is to take place in 2009. Wonder if this has to do with the recall. Am told by an attorney that it is on the recall list, but doctor keeps telling me he doesn't know if it is or not. How can I find out for sure if is part of the recall. Dates of use: 2007 -- 2008.